Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted on the patient for 5 months and during dialysis, a crack was found on the luer adapter (both side). The catheter was repaired and there was no leak. 70% alcohol was the cleaning agent used on the device and used to clean the adapters. Tego was utilized. The adapter was usually tightened by hand and no instrument was used to loosen or tighten the device. Nothing unusual was observed on the device prior to treatment, flushing was done with good result and no other products being utilized with the device aside from tego. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Treatment was completed. There was no blood loss and blood transfusion was not required. There was no intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted in the patient for five months and during dialysis, a crack was found on both side (venous and arterial) of the luer adapter. There was no leak. 70% alcohol was the cleaning agent used on the device and used to clean the adapters. Tego was utilized (tego was connected to lumen). The insertion site was not treated prior to product placement. The adapter was usually tightened by hand and no instrument was used to loosen or tighten the device. Nothing unusual was observed on the device prior to treatment, flushing was done with good result and no other products being utilized with the device aside from tego. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. They used the repair kit, they cut off the lumen and replaced it like what was mentioned in the IFU (instructions for use). It was also stated that the repaired defective part will not be returned. The catheter was repaired to resolve the issue and treatment was completed. There was no blood loss and blood transfusion was not required. There was no intervention/treatment required as a result of the event. There was no reported patient injury.